Manufacturer narrative:
(B)(4).

Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was reported physician - local reference (B)(4). This case involves a female aged (B)(6) female who received poly-l-lactic acid (sculptra) 2 vials (batch a0035) injected on (B)(6) 2010 along with 7ml of sterile water for injection and 2ml of local anesthetic (nos). She received another 2 vials (batch a0036) on (B)(6) 2010 also with 7ml of sterile water for injection and 2ml of local anesthetic. The details of this treatment is currently unk. On (B)(6) 2011, the pt presented to the reporting doctor with visible nodules. The areas affected, number and size of nodules have not yet been specified. The pt also received hyaluronic acid (juviderm) treatment prior to poly-l-lactic acid treatment. Reporter's causality: unk. A pharmaceutical technical complaint (ptc) is pending. Additional info was received on (B)(6) 2011: a ptc (product technical complaint) has been initiated for this report (B)(4). Additional info was received on (B)(6) 2011: upon medical review, this report has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree (B)(4). Follow-up info indicates this report involves a (B)(6) female pt who was administered poly-l-lactic on (B)(6) 2010 and (B)(6) 2011 for cosmetic purposes. On both occasions poly-l-lactic was reconstituted with 7 ml of sterile water and 2 ml of lidocaine. Hydration time was 45 minutes. Using a cross match, fanning and depot technique, with deep dermal injection, the following areas were each injected with 2 ml of product; nasolabial folds, marionette lines, temples and cheek lines. A topical anesthetic of 3 ml was also used. On an unk date, two months after the last injection of poly-l-lactic, this pt developed three significant visible nodules 5 mm in size. The nodules are present in the infraorbital and cheeks. There is no evidence of permanent impairment of a body function or body structure. Medical intervention was performed with an unidentified intralesional injection. No biopsy or surgical intervention was performed. At the time of this report, the pt has not recovered from the nodules. This pt has no history of immunological or collagen-vascular disease.